Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving 4 mg/day of bupivacaine at an unknown concentration and 1.4 mg/day of morphine at an unknown concentration via an implantable pump for non-malignant pain. It was reported a motor stall had occurred and was seen upon interrogation. The patient had not had a magnetic resonance imaging procedure (MRI). The pump status and/or event log report showed the motor stall was active when the pump was read around 11:30 pm ((B)(6) 2018)). The motor stall had occurred around 8 pm on (B)(6) 2018. Electromagnetic interference (emi) considerations were reviewed. It was confirmed there were no emi/magnetic sources present. It was reported the managing physician wanted to turn the pump off. The pump off password was provided. No symptoms were reported. No further complications were reported or anticipated.